Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0592 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported 'the midlines are leaking at the site". Inserted (B)(6) 2020; removed (B)(6) 2020; lot number redx0592; trim 16; access attempts 1; left basilic vein diameter 0.33.